Event description:
It was reported that during an esophagogastroduodenoscopy procedure, when cauterization was performed the health care professional did not have a magnet to disable device therapy and thus this cardiac resynchronization therapy defibrillator (crt-d) over sensed noise from the cauterization which led to the delivery of three inappropriate shocks. Technical services (ts) was consulted and evaluation with local representative was recommended. It was noted that the patient died the day after surgery of unknown causes, but it was unlikely to be related to the device. No additional adverse patient effects were reported. This device remains implanted but out of service.